Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest documented blood glucose of 43 mg/dl, after earlier episodes of low glucose and minimal insulin on board; the user denied exercise or other contributing factors and the cause remained unclear. Symptoms included low blood glucose requiring prompt carbohydrate intake. Outcomes included recovery to target range without emergency care or hospitalization. Investigation included troubleshooting and education provided by support, verification of low glucose by fingerstick, and oral carbohydrate administration with serial rechecks showing improvement from 43 mg/dl to 58 mg/dl and then into the normal range. Investigation of this case revealed no device malfunction reported and no identifiable external precipitant, consistent with an unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.